Event description:
According to the initial report, "the mechanical valve's disk was stuck, and the problem could not be resolved through manipulation. The patient continued to exhibit aortic insufficiency even after unclamping. Consequently, we decided to perform a new cardioplegia and aortotomy for inspection, as it was not possible to hear the valve click. Upon opening the aorta, the inspection revealed that the disk was stuck, and the maneuvers performed were not sufficient to resolve the problem."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Manufacturer narrative:
A sample evaluation was performed. The valve was implanted and then explanted due to the leaflet(s) not functioning and one leaflet breaking; notes from the surgery indicate the complaint is due to leaflets binding. Prior to decontamination, visual examination of the valve showed only one leaflet and the housing intact. The remaining leaflet moved freely when probed. The housing and remaining leaflet were visually examined, and no deficiencies or signs of wear were noted. No abnormalities were observed under a microscope. Pivot regions were examined under a microscope and no deficiencies or signs of wear were noted. The fractured leaflet was examined and pieced back together. From examination, it was noted that not all pieces of the leaflet were recovered/returned. Information about the surgery stated that forceps were used to dislodge the leaflet, resulting in the leaflet breaking. The IFU indicates that metallic instruments should not be used in contact with the heart valve. Both prior to decontamination and post, the remaining leaflet moved freely when probed. During testing and inspection of the valve, no deficiencies were noted. Due to one leaflet being destroyed, it was not possible to perform a more comprehensive analysis. All valves are required to pass a leaflet bind test during production. This test ensures the leaflets do not bind under normal physiological loads. Because of this, it is unlikely that a device deficiency occurred that resulted in improperly function leaflets. Without further information, the root cause behind the improperly functioning leaflets cannot be determined and is unknown. The manufacturing records were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. An initial report was received that "patient remained with aortic insufficiency after surgery. Exams were carried out for evaluation as there was no audible valve "click." It was observed that the leaflets were locked, with no resolution after manipulation", and a case was opened. The device was implanted on an unknown date in a patient of unknown gender and age in the aortic position and explanted the same day with the allegation that the valve leaflets were not functioning properly. Additional information was received from both the surgeon and representative who initiated the complaint. The statement from the surgeon is as follows: ¿the mechanical valve's disk was stuck, and the problem could not be resolved through manipulation. The patient continued to exhibit aortic insufficiency even after unclamping. Consequently, we decided to perform a new cardioplegia and aortotomy for inspection, as it was not possible to hear the valve click. Upon opening the aorta, the inspection revealed that the disk was stuck, and the maneuvers performed were not sufficient to resolve the problem¿. The statement from the representative is as follows: ¿during the surgery, the doctor implanted the valve, performed a test, and confirmed that the leaflet was functioning properly. However, upon closing the patient, a subsequent examination revealed insufficiency. Upon attempting to check the leaflet again, it no longer moved. In an attempt to dislodge it with forceps, the leaflet ended up breaking, necessitating the replacement of the valve¿. The valve was explanted and replaced with a non-artivion valve in the same location. Further information received stated that the patient had passed away due to post-operative sirs [systemic inflammatory response syndrome], that is a syndrome where the body exhibits an exaggerated defense response to a noxious stressor such as surgery. In regards to the manifestation of sirs, if the root cause of sirs was an infection, the on-x valve undergoes validated terminal sterilization and therefore could not be the source of the infection. No medical records were provided, as such, there is insufficient information to point to a probable cause of the leaflet immobility, whether it be mechanical malfunction, patient anatomy, implanting technique, or a combination. Aortic insufficiency caused by impinged leaflets was the initial reason for reinspection during the operation, however, while the surgeon was manipulating the valve with forceps [precaution is given in the IFU to avoid contacting the carbon surfaces of the valve with any metallic instruments] a valve leaflet was fractured and necessitated the replacement of the valve. With the information provided following review of the device, it is unlikely a device deficiency occurred that resulted in improperly functioning leaflets. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.